Event description:
Philips received a complaint on the heartstart xl defibrillator monitor indicating that there was an error. Patient involvement is unknown at this time.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report was investigated by the philips complaint handling team. It was determined that the device number cannot be modified and the case was cancelled. Additionally, there is insufficient information available to support a final failure analysis. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, there was no device malfunction. Based on the information available and results of additional analysis, no further action is necessary at this time.

Manufacturer narrative:
This report is being retracted as it is a duplicate of the report submitted on MDR #3030677-2025-001845. Please disregard this report.